Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer ref: 2030404-2021-00060. During a paroxysmal supraventricular tachycardia ablation procedure, a prolonged procedure occurred. When the catheter was inserted into the patient and connected to the connection cable, noise was noted. The connection cable was exchanged with no resolution. The catheter was then replaced, but the issue remained. The catheter was replaced again and the procedure was completed with no adverse consequences to the patient.